Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Not returned.

Event description:
Threaded tip of the glenosphere impactor/inserter broke off during use.

Manufacturer narrative:
The reported event that glenosphere holder/ impa ctor was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed. The micro-fractographic examination showed only properties of forced rupture. A mechanical overload can occur, if the external load was too high or if the material was too weak. However, metallographic investigations and hardness tests indicate that the material fulfills the specifications. Therefore, an external overload is the most probable cause of the fracture. The conclusion of the report of the swiss safety center, to which the device of this investigation was sent for analysis states: the fracture was in the area of the 1st thread. The thread area was visibly bent. Immediately before the thread, the metal displayed an orange peel surface with additional incipient cracks which are typical of severe plastic deformation in ductile materials. There is also a finely fissured fracture surface. However, the fracture surface was cup-shaped, suggesting a stronger element of torsion at the moment the fracture occurred. A shear lip could be seen along one side. The cup-shaped fracture area on holder is typical of significant torsion bending at the moment the fracture occurred. But this holder, too, had been subjected, at least some time prior to the fracture, to severe bending stress, as shown by the deformation below the thread area. The device inspection revealed the following: the tool pi 1742426 shows an excessive plastic deformation of the threaded part. The surface of the fracture shows a rough surface and shear lips at the edges. Those findings indicate a mechanical overload of the tool. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Threaded tip of the glenosphere impactor/inserter broke off during use.